Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that after the clinical case the surgeon monitor went blank. The representative was able to take off the main cart front cover and reseated the vga cable into another port on the video splitter. They were able to establish video to the surgeon monitor. Issue was resolved before calling into tech services. Issue was resolved. There was no patient present when this issue was identified.